Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-003-pro and protocol 2015-004-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "applied skin barrier for first time (B)(6) 2011. Changed 2 times. Noted bleeding to one quarter inch area of skin immediately adjacent to stoma yesterday and today. Applied cold water washcloth to area and bleeding resolved." Reviewed sizing of wafer opening.